Event description:
The manufacturer received information alleging an issue with a ventilator's sensor board occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint (service required code) was confirmed. The device's sensor board was replaced to address the issue.